Event description:
In september, 1997 (end of month), a unknown, non-diabetic male arrived at a urgent care facility with symptoms of hyperglycemia. A blood glucose test was performed on a one touch ii hospital meter with a result of 51 mg/dl. In addition, a laboratory draw was taken at the same time, and a ketone test result was 4+. The lab test was not run until the following monday, with a result of 725 mg/dl. The patient was not treated and sent home. "Over the weekend,: he was admitted to another hospital in a coma and subsequently died. Cause of death is unknown. It was reported that although qc tests were not performed on the meter the day of the alleged event, subsequent qc tests passed and the meter was placed back in use and is not expected to be returned for evaluation. Attempts to obtain additional information were unsucessful as the user facility refused to speak with lifescan customer service representatives.

Manufacturer narrative:
The blood glucose meter which is the subject of this complaint has not been, nor is it expected to be, returned to lifescan for evaluation. In addition, because the serial number was not provided by the user facility, co is unable to perform batch record review. At this point, co's investigation of this matter is closed.